Event description:
Boston scientific received information that during a normal patient follow up one month post-implant, this right atrial (ra) lead presented with low amplitudes and no capture at maximum outputs. It is believed that the ra lead dislodged. No adverse patient effects were reported. The associated device was reprogrammed to pace only in the ventricle and no surgical intervention to reposition the lead is planned to be performed.

Manufacturer narrative:
The ra lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.